Manufacturer narrative:
Additional information received: the problem was resolved with the lens exchange. Reportedly, "corneal edema resolved, iop normal." (B)(4). Conclusion code updated: off-label use [over 45 years of age at time of implant ((B)(6) yrs)] (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -4.50 diopter, into the patient's left eye (os) on (B)(6) 2017. On the same date the lens was exchanged for a shorter lens due to excessive vault, fixed pupil, and pigment dispersion. It is unknown if this occurred intraoperatively or post-operatively. No additional information is known.